Event description:
The site having issues uploading patient exams using a disk. The images would upload onto the s8 but give the "data not valid for navigation" error. The cs noted the exams were likely not taken following the imaging protocol. There were two exam sets on the disk, both using the brain lab imaging system and having 384 slices, but when uploaded onto the stealth, the system would report an error stating that a minimum of 3 slices was needed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).